Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device is exhibiting premature battery depletion and should be replaced. The device remains in service and a replacement interval was provided. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Device data was preserved and submitted for boston scientific (bsc) engineering review. Engineering analysis determined the device is exhibiting premature battery depletion and should be replaced. The device remains in service and a replacement interval was provided. No adverse patient effects were reported. Additional information was received that this device was subsequently explanted and successfully replaced with another bsc device. The device is being evaluated in our post market quality assurance laboratory. No additional adverse patient effects were reported.